Event description:
It was reported that during a lobectomy, a handpiece error was occurred many times. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. In addition, the device was rec'd with the coating material of the housing flaking off. An investigation has been initiated to determine the root cause of this condition. Preliminary eval revealed that the loose particles on the surface are aluminum oxide from the base material after it has corroded from multiple sterilizations. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.